Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set pull-off incident when the tubing became caught on a cabinet door event on (B)(6) 2026. No further information available.